Manufacturer narrative:
Product analysis findings: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube was found to be stretched. No bent or kink were found with the pushwire. The distal and proximal ends of the pipeline flex with shield braid were found fully open and moderately frayed. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the analysis findings, the pipeline flex with shield could not be confirmed to have resistance during delivery and failure to open at distal. The distal and proximal ends of the pipeline flex with shield braid were found fully opened and moderately frayed. However, the cause for damage could not be determined. The pipeline flex with shield pushwire was damaged and the phenom catheter was broken/cut. From the damages seen on the catheter body (separating), hypotube (stretching), pipeline flex with shield braid (fraying); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance the pipeline flex with shield pushwire through the catheter against resistance. It is possible that patient tortuous anatomy may have contributed to the resistance during delivery issue. Based on the returned devices, there was no non-conformance to specifications identified that led to the resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reporting that there was no recall of damage to the pipeline pushwire. Though images appear to show the device positioned in a bend, it was noted that the device was initially deployed in a straight segment of the m1. The microcatheter system was drawn back to distal part of m1 start to begin opening of the braid with a good amount of braid unsheathed and no opening of the distal was seen. There was some opening nearer mid section seen. The microcatheter was taken back over the braid to attempt pushing back of the sleeves system and drawn back further through m1 into the ica to check if this would influence opening but there was no change. The microcatheter was again taken back over the braid in repeat of action to free the sleeves but no difference was seen. The braid was noted to look twisted as if in a bend and the manufacturer representative advised to remove and retain for inspection. The thin wire removed from the catheter was thought to be the pipeline device. There was no damage observed to the catheter prior to cutting it to remove the "thin line.".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline that failed to open at the distal end then became stuck within the microcatheter during retrieval. The patient was being treated for an unruptured amorphous aneurysm of the right ophthalmic artery segment with approach via the right internal carotid artery (ica). The aneurysm max diameter was 6.4 mm and the neck diameter was 4.3 mm. The landing zone was 4.2 mm at the distal end and 4.5 mm at the proximal end. Vessel tortuosity was moderate. Dual antiplatelet treatment was administered. It was reported that all devices were prepared and used per instructions for use (IFU). The intracranial support catheter was placed to the cervical ica and the phenom27 microcatheter was advance to the m2 region of the larger superior branch. The intracranial support catheter then advanced another microcatheter to the aneurysm and partially deployed a coil into the aneurysm. Attempt was then made to deploy the pipeline stent with the phenom27 microcatheter. With less than 50% of the pipeline deployed, the distal end was observed to not open. The phenom27 microcatheter was then taken back over the pipeline in an attempt to push the sleeves of the system further through the m1 segment into the ica and deployment of the pipeline was retried but it still did not open. The device was again resheathed and the microcatheter adjusted to free the device from the sleeves but the device still did not open and appeared twisted so it was advised that the pipeline be removed. The pipeline was resheathed and the entire system was withdrawn from the patient's body. After removal, there was difficulty locating the pipeline braid. The microcatheter was flushed but this did not flush out the pipeline. Screening of the catheter was completed and this line was removed from the catheter first thought to possibly be the pipeline braid. However, a clinician eventually cut the catheter at the hub and found the pipeline braid with conical malformation at the distal end. The intracranial support catheter was then repositioned with a new phenom27 microcatheter placed at the m2 segment and the same other microcatheter and coil repositioned. A new, shorter pipeline was then placed more easily and deployed well with good positioning and wall apposition. There was no harm or injury to the patient. Post-procedure angiography showed good results.